Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01013. It was reported that an x-ray revealed the patient's leads had migrated. Surgical intervention took place where both leads where explanted and replaced to address the issue. Effective stimulation was restored.